Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. Additionally, it was reported that an inaccurate fill estimate was received. Reportedly, a new cartridge was loaded to address the issue. Customer's blood glucose level ranged between 70 mg/dl and "high" which was addressed by delivering a bolus. Reportedly, the customer declined to provided additional information and further troubleshooting with tandem technical support.